Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, allowing the customer to successfully reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, understanding to contact support if the issue reoccurs.